Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 1000mcg/ml at 80mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018 a motor stall was reported. The patient did recently have an MRI. It had not been less than 2 hours since the patient left the MRI field. The healthcare provider had checked the pump status twice and no recovery was seen yet. There were no patient symptoms and no further complications were reported or anticipated.